Event description:
I had around 30 ect treatments in 2022. I was coerced into treatment by hospital staff and my military command, as if I did not accept treatment they would begin the process of stripping my patient rights. I was highly misled about ect by the psychiatrists treating me, who minimized or excluded entirely the possibility of these extreme side effects I am facing and their likelihood. I was further pressured into continuing treatments by hospital staff and my military command, despite me reporting a lack of positive results and reporting memory loss. All side effects from ect were then and still are dismissed as temporary or unrelated to my ect treatments. I am still suffering from severe side effects two years later in 2024, with no signs of improvement. I was able to self-navigate before ect. Now I must use gps or have others transport me. Before ect I had an excellent memory. After ect my memory is so poor that I have to write reminders all over the house for everything, and even these I sometimes forget immediately after reading; this is especially problematic and dangerous for things like scheduling medication. Before ect I had an extensive vocabulary. After ect my vocabulary is extremely stunted, words can take minutes to days or even weeks to recall. Ect has caused a loss of trained skills, namely my ability to code/program has been severely impaired. As a result, ect has actually drastically worsened the original condition it was meant to treat me for, my major depressive disorder. Before ect, I was not considered 100% permanent and totally disabled by veterans affairs; now I am. Before ect, I was not considering applying for social security disability; now I am utilizing it.